Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that the aligners are cutting their gums. Advised patient to smooth the sharp edges and soak aligners in warm water. Requested patient to keep us updated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.